Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061791) on 19-may-2016. The most recent information was received on 21-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (acute pelvic inflammatory disease)/infection"), pelvic pain ("chronic pelvic pain, pain, severe pain and bleeding") and genital haemorrhage ("excessive bleeding, abnormal bleeding (general), heavy bleeding, severe pain and bleeding, severe bleeding, blood loss") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test." The patient's past medical history included cesarean section (child delivery) on (B)(6) 2013, multigravida and multiparous ((B)(6) 2002, (B)(6) 2005, and (B)(6) 2013). Previously administered products included for birth control: mirena from 2008 to 2013 and mirena from 2008 to 2013; for an unreported indication: doxycycline. Past adverse reactions to the above products included metrorrhagia with mirena; nausea with doxycycline; and pelvic pain with mirena. Concurrent conditions included bleaches & cleansers sensitivity, allergic reaction to antibiotics, smoker (0.5 packs/day-cigarettes), alcohol use, allergic reaction to antibiotics (allergies: zithromax (azithromycin) (gi upset, dizziness and visual disturbance)) and irritable bowel syndrome (not recovered prior to essure- worsened post essure). Family history included ovarian cancer, colon cancer (mother), heart attack (father, paternal and maternal grandfather), diabetes (maternal grandmother), ovarian cancer (maternal and paternal grandmother), breast cancer (maternal and paternal grandmother) and hypertension (paternal grandfather). Concomitant products included dicycloverin (dicyclomine) since 2015, escitalopram and medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient started zoloft at an unspecified dose and frequency. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation, menorrhagia, abnormal bleeding (menorrhagia)"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal bleeding"), migraine ("migraines, ongoing but not constant severe migraines frequent"), dizziness ("gets dizzy, blurred vision in conjunction with dizziness"), abdominal pain ("abdominal pain-pain is sharp and stabbing. Pain is sharp and stabbing. / severe abdominal pain / abdominal pain (frequent and severe)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth fracture ("she had four teeth break and fall out and she had to get plastic coating for my teeth"), tooth loss ("she had four teeth break and fall out and she had to get plastic coating for my teeth"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision in conjunction with dizziness"), weight increased ("weight gain"), fatigue ("fatigue"), urinary incontinence ("uncontrollable bladder leakage"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion disability). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual cycle issues"), vomiting ("vomiting"), abdominal pain lower ("abdominal cramping"), dysgeusia ("metallic taste in mouth"), adverse event ("other minor issues"), irritable bowel syndrome ("gastrointestinal or digestive system condition-ibs"), vaginal infection ("infection (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with levonorgestrel (mirena), naproxen sodium (aleve caplet), surgery (bilateral salpingectomy with removal of fallopian tubes ) and surgery (bilateral salpingectomy with removal of fallopian tubes ). Essure was removed on (B)(6) 2016. In 2016, the weight increased had resolved. On (B)(6) 2016, the genital haemorrhage, menorrhagia, nausea, vaginal haemorrhage, dysmenorrhoea, tooth fracture, tooth loss, vaginal discharge, fatigue, bladder disorder and urinary tract disorder had resolved. In (B)(6) 2016, the pelvic pain, abdominal pain lower and abdominal pain had resolved. At the time of the report, the pelvic inflammatory disease, menstrual disorder, headache, vomiting, dysgeusia, adverse event, dizziness, female sexual dysfunction, vision blurred, urinary incontinence, vaginal infection and dyspareunia outcome was unknown, the migraine was resolving and the irritable bowel syndrome had not resolved. The reporter provided no causality assessment for abdominal pain lower, adverse event, dysgeusia, genital haemorrhage, headache, menorrhagia, nausea and vomiting with essure. The reporter considered abdominal pain, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, irritable bowel syndrome, menstrual disorder, migraine, pelvic pain, tooth fracture, tooth loss, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she experienced physical injuries as a result of essure, ¿hysterectomy (partial), infection (vaginal), tubal ligation, dyspareunia (painful sexual intercourse) and severe bleeding).¿ experienced pain, bleeding and migraine since day of insertion. Problems with implantation- sever pain and bleeding immediately after and ongoing. Pelvic pain- believes essure is causing issues. She just feels like everything has been a problem since she had the essure coils placed. All of her chronic pelvic pain she believes to be attributed to the essure coils. Diagnostic results: on (B)(6) 2016 : us pelvis complete : findings: patient has history of placement of essure wires approximately 2.5 years ago. Sonographically these appear to be positioned property. Impression: no significant abnormalities detected. On (B)(6) 2016 : surgical pathology : endometrial biopsy : pathologic diagnosis : endometrium, biopsy : - glandular and stromal breakdown. - no hyperplasia or malignancy identified. On (B)(6) 2016 : CT abdomen pelvis : findings: there are bilateral essure implants as well as an intrauterine device. No abdominal or pelvic lymphadenopathy or ascites is seen. There are metallic structures in the vulva and umbilical area. Impression: diffuse increase in stool volume in the colon. Indeterminate 1.5 cm low-attenuation nodule upper medial right lobe of liver near the dome. Negative for abdominal or pelvic lymphadenopathy or ascites. On (B)(6) 2016 : surgical pathology report : diagnosis: right fallopian tube, excision: fallopian tube with small benign paratubal cysts and essure microcoil. Left fallopian tube, excision: fallopian tube with essure microcoil. Gross description: "right fallopian tube", is a 6.6 cm long x 0.7 cm in diameter segment of purple tan to gray fimbriated fallopian tube, with essure microcoil present within the lumen of the tube. "Left fallopian tube", is a 6.3 cm long x 0.7 cm in diameter segment of purple tan to gray fimbriated fallopian tube, with essure microcoil present within the lumen of the tube and extending out of the proximal end. Microscopic description: sections of the fallopian tube shows small benign paratubal cysts. Sections of the fallopian tube show no significant histopathologic abnormality. Concerning the injuries reported in this case, the following ones were described in patient¿s pfs: abnormal bleeding(vaginal bleeding/menorrhagia bleeding), abnormal bleeding (general) abdominal pain and vaginal bleeding. Pain is sharp and stabbing. Gets dizzy and headaches. Event pelvic inflammatory disease from mr. Quality-safety evaluation of ptc: initial assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 21-feb-2018: medical records and plaintiff fact sheet received : the event pain, abnormal bleeding(vaginal/menorrhagia), migraines / headaches/ongoing but not constant severe migraines frequent, abnormal bleeding (general), abdominal pain-pain is sharp and stabbing. Pain is sharp and stabbing. / severe abdominal pain, vaginal bleeding, gets dizzy, dysmenorrhea (cramping), heavy bleeding, chronic pelvic pain, menorrhagia, apareunia (inability to have sexual intercourse), infection, nausea, gastrointestinal or digestive system condition-ibs, she had four teeth break and fall out and she had to get plastic coating for my teeth, vaginal discharge, blurred vision in conjunction with dizziness, weight gain, fatigue, uncontrollable bladder leakage, abdominal pain (frequent and sev ere), severe pain and bleeding (as per attorney), infection (vaginal), dyspareunia (painful sexual intercourse), severe bleeding, blood loss, bladder or urinary problems or changes added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 19-may-2016 from a female consumer of unspecified age via regulatory authority (case# mw5061791) in united states. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion disability), menorrhagia ("excessive and abnormal bleeding during menstruation"), menstrual disorder ("menstrual cycle issues"), headache ("headaches"), nausea ("nausea"), vomiting ("vomiting"), abdominal pain lower ("abdominal cramping"), dysgeusia ("metallic taste in mouth") and adverse event ("other minor issues"). The patient was treated with surgery (bilateral salpingectomy with removal of the coils on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, menstrual disorder, headache, nausea, vomiting, abdominal pain lower, dysgeusia and adverse event outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. The reporter provided no causality assessment for genital haemorrhage, menorrhagia, headache, nausea, vomiting, abdominal pain lower, dysgeusia and adverse event with essure. Quality-safety evaluation of ptc: initial assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-jan-2017: reported now from lawyer: plaintiff's initials amended, essure implanted for permanent contraception, removed on (B)(6) 2016 by bilateral salpingectomy, newly reported events: chronic pelvic pain, excessive and abnormal bleeding during menstruation, all considered related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding (regarded as genital bleeding) and chronic pelvic pain. A bilateral salpingectomy with removal of the coils was performed. These events are anticipated according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. Considering the reported event's nature and in the lack of an alternative explanation, causality with essure cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident because surgical intervention was performed and device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. An updated product technical complaint is expected. Upon receipt of follow-up information, this case became legal. Further information will be obtained through the litigation process.